Manufacturer narrative:
A product deficiency was not reported or found. The customer was provided with the reagent safety data sheet (sds).

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. The reagent safety data sheet (sds) was provided to the consumer.

Event description:
The consumer reported her child swallowed a drop of binaxnow covid-19 extraction reagent. It was noted the consumer asked about reagent ingredients to assist the child's doctor; however, additional information regarding patient outcome and impact was not provided although requested.